Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 567 mg/dl; cause was unknown. Customer gave a correction bolus via the pump to address bg level. Recommendation was made to discuss diabetes management with a health care professional.